Event description:
A surgeon reported that post operative inflammation was confirmed on a patient's eye after intraocular lens implantation. The patient experienced decrease in visual acuity, fibrin, and turbidity in the vitreous humor. The patient was treated with medications after the initial finding and is currently under treatment with eye medications. There is no product sample available as the intraocular lens still remains implanted in the patient's eye.

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The reporter informed that the patient condition was "non infectious". Also, that " the frequent dosage of the steroid was effective. The symptoms improved in 1-2 days.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2015-20293

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. It was reported that the patient also experienced aseptic endophthalmitis in the right eye. Treatment received. Symptoms recovered.

Manufacturer narrative:
Additional information: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).